Event description:
Medtronic received information via literature regarding an (B)(6) year-old female patient with severe aortic stenosis (as) who underwent implant of a medtronic 26-mm evolut r bioprosthetic valve (unique device identifier numbers not provided). Post-procedurally the patient experienced symptomatic arterial hypotension, congestive heart failure, and acute pulmonary edema in the context of new onset paroxysmal atrial fibrillation. Echocardiography showed good prosthesis function. Extreme gradients of 145 mmhg at rest and 249 mmhg post-systolic were measured. Subsequently, at seven days post-implant, the patient underwent successful transcatheter alcohol ablation of septal hypertrophy (tash) of the first septal branch. Pre-discharge echocardiography demonstrated a markedly reduced residual gradient of 27 mmhg in resting condition. Nine days following tash the patient was discharged home. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: verheyen et al. Worsening heart failure after transcatheter aortic valve replacement: unmasking the left ventricular outflow tract obstruction. Jacc cardiovasc interv. 2021 sep 27;14(18):e253-e255. Doi: 10.1016/j.jcin.2021.05.041. Epub 2021 aug 25. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.